Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: during investigation, the pump was returned with the basal program set to 0. A review of the pump basal change did not match the basal program. The original complaint was unable to be confirmed. There were no errors, alarms or warnings in the alarm history indicating an interruption in delivery. The pump was tested for delivery accuracy during investigation and it was found to be within specification.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The customer alleged that the pump was delivering an inaccurate bolus. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.